Event description:
The consumer reported the patient experienced a loss or change of therapy. The patient was not feeling stimulation on the day of the call ((B)(6) 2016). It was noted the day prior, the patient got up from the sofa and felt extreme pain at the implantable neurostimulator (ins) site. The patient was on program 2 at 8.5 and was not feeling stimulation. Troubleshooting revealed the patient's therapy was on. The symptoms were indicated to be sudden. The patient's indication for use was gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported actions taken included an appointment on (B)(6) 2016 where the device was reprogrammed. After the sudden sharp pain, the patient thought a lead "may have" come away from a nerve but an x-ray did not show any abnormalities. After reprogramming and amplitude adjustments, the patient found a program and amplitude setting that was comfortable. To date, everything seemed to be working fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.